Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that while seeing the patient, a wiggly/loose power port was noted on the primary controller. The controller was removed from use and the patient was provided with a new controller. The controller exchange was done without complication. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the power port 1 was loose. One controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket missing. Additionally, the serial port connector was found loose with the o ring gasket displaced. The loose serial port is an additional observation not related to the reported event. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connectors after further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.